Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies. It was noted that there was blood in/on helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted that no set screw marks were visible on the is-1 pin.

Event description:
It was reported that right ventricular lead displayed high thresholds, impedance variance, and inappropriate sensing one day post implant. Cross talk from the atrial lead was suspected. The physician tried to reposition the lead several times with no resolution. The lead was then removed and a new lead implanted. It was noted near the suture sleeve area the lead appeared to be compromised. No patient complications were reported as a result of this event.